Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of osseointegration and subsequent fixture loss. The patient was reimplanted with another device on (B)(6), 2011.

Manufacturer narrative:
Device is not available for analysis.